Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that, five days post-implant, the patient experienced respiratory failure with oxygen saturation levels of approximately 90 to 94%. A facial mask was placed, and nasal suction was done; the patient had thick yellowish sputum and required re-intubation. Based on the available information, including the occurrence of the event five days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post ventricular assist device (vad) implant, the patient had respiratory failure with thick yellowish sputum and required re-intubation. The patient was also drowsy, making a grunting sound, and oxygen saturation levels (spo2) was approximately 90 to 94%. A facial mask was placed, and nasal suction was done. The vad remains in use. No further patient complications have been reported as a result of this event.